Event description:
It was reported to philips that the battery (lot 18341-0178-p) was dead. The customer has tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation.

Event description:
It was reported to philips that the battery (lot 18341-0178-p) was dead. The customer has tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The device subsequently failed to power up indicating the battery was faulty and not being charged. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery and an error code was prompted (¿fail 160- bad fuse or driver¿). Troubleshooting of the component verified that the battery would not charge in either the mrx or the cadex charger. Upon conclusion of the analysis, the reported problem was verified and it was confirmed that the battery was defective.

Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit was faulty due to a corrupted/damaged flash memory. This condition inhibited communication with the gas gauge and firmware. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 18341-0178-p) was dead. The customer has tried to jumpstart the battery multiple times in both the mrx device and cadex charger but the attempts were unsuccessful. There was no patient involvement.